Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review indicated multiple alarms for low and urgent low blood glucose (bg), with several extended insulin pauses triggered throughout (B)(6) 2025. The system functioned as designed, alerting the user to falling bg levels and providing insulin pause prompts. On (B)(6) 2025, the user remained connected to the ilet and initiated a cartridge replacement and tubing fill, which proceeded without error. There was no evidence of device malfunction. The cause of the reported event could not be determined but may relate to clinical or behavioral factors such as overtreatment of lows or delayed responses.

Event description:
On 14-may-2025 the user reported being hospitalized on (B)(6) 2025 after experiencing a low bg event, during which they may have been unconscious. The user stated they awoke after falling out of bed and noted a bg of 39mg/dl. They consumed glucose tablets and drove to the hospital. By the time they arrived, their bg was over 180mg/dl and no medical treatment was required. The user was released the same day and followed up with their healthcare provider.